Event description:
This case was reported by a consumer and described the occurrence of almost choked in an adult femalepatient who used poligrip (super poligrip comfort seal strips) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the pt started poligrip (dental). At an unknown time after starting poligrip, the pt experienced almost choking. This case was assessed as medically serious by gsk. No additional information was provided by the consumer. At the time of reporting, the outcome of the event was unknown. Super poligrip comfort seal strips are manufactured by izumisano-city, osaka, japan.